Manufacturer narrative:
(B)(4). No additional information available at the time of this report.

Event description:
According to the report received from teleflex legal counsel is "a piece of wire from the PICC line unit was left in patient's body after PICC line insertion and procedure". No other information has been provided.

Event description:
According to the report received from teleflex legal counsel is "a piece of wire from the PICC line unit was left in patient's body after PICC line insertion and procedure". No other information has been provided.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.